Manufacturer narrative:
The returned programmer was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the programmer noted no anomalies. Furthermore, the programmer passed the functional test and the baseline evaluation. The programmer data files were also extracted and analyzed, but there were no error codes observed. Despite the analysis findings, the event is consistent for a "cause traced to design" conclusion as the touch screen was reportedly unresponsive during threshold testing.

Event description:
It was reported that during a right ventricular threshold test in-clinic, this programmer screen froze. The programmer was hard reset by holding the power button and there were no adverse patient effects as the patient was not pacemaker-dependent. This programmer was subsequently received for analysis.